Event description:
In this event it is reported that a waveone gold small 6-file ster 25mm file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation summary: seven waveone gold small files 25mm were returned (one file in loose + six unused files). File in loose is broken in the active part (mixed conditions torque + fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during DHR review (batch#: 1860653). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. Additional information received: the patient decided against an apicoectomy and wanted to leave the file fragment in the root canal after detailed explanation. The tooth was then filled with ah-plus and gutta-percha. This is a follow up report for this additional information. Correcting lot# from 1860653 to 1854536. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582. Health effect - impact code - 2199. This is a follow up report to correct this code.